Event description:
Contact reports that the screwdriver tip broke off in the screw during insertion. The tip remains inside the screw. Contact reported no adverse event as a result of this situation. As an unintended portion of the device was left in the body an MDR is being filed to document this event.

Manufacturer narrative:
As received, the screwdriver tip was broken off and missing. The driver was manufactured with no discrepancies in 2005. The condition of the driver tip prior to breakage cannot be determined at this time. A definitive cause of the event cannot be determined, however, event of this type are typically the result of force applied to the device during use.